Event description:
It was reported that during inspection prior to a surgical procedure at the user facility, the sternum blade guard was found to be bent. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event. The surgical procedure following the reported event was performed successfully.

Event description:
It was reported that during inspection prior to a surgical procedure at the user facility, the sternum blade guard was found to be bent. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event. The surgical procedure following the reported event was performed successfully.

Manufacturer narrative:
Additional information will be submitted once the device is received and the quality investigation is completed, if additional information is obtained and requires reporting. The device has not been returned for analysis at this time.

Manufacturer narrative:
During the device evaluation, a probable cause of the reported event was determined to be excessive lateral force during operation. The blade guard is not a repairable device and will not be returned to the user facility.